Event description:
It was reported the video system center had image flickering issue. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the phenomenon "image flickers" occurred due to faulty printed circuit board. The definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.